Event description:
A user facility reported to olympus that microbiological testing of the device detected mold present. The scopes were sanitized and retesting did not detect mold. Additional details regarding the scopes were requested. No additional information was provided by the customer. There was no patient injury, infection or death associated with the problem, reported to olympus. The first scope is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. As the model number of the suspect device is not known, the investigation was conducted using model gf-uct180 as a representative device. A review of the device history record could not be conducted without the specific model and serial number of the subject device. However, olympus only ships devices that conform to specifications. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported issue could not be identified as the device was not sent for evaluation and the condition of the device was not obtained. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.